Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on successfully after battery installation, and no flashing medtronic logo was noted. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement test and self-test. No pump error 53 alarms or pump error 4 alarms were noted during testing. However, on 08/05/2025 23:37:51.000, pump error 53 was recorded. Line=1431 file=701. Per software engineering log investigation, alarm fault 53 is triggered by function cpm_onserverconfigurationchanged, file cpminputprocessor.c due to sw issue. Additionally, pump error 4 was found on 08/07/2025 08:39:06.000. Line=147 file=217. Per software engineering log investigation, pump error 4 was the consequence of pe53 and was expected. Overall, isolate anomalies to electronic assembly. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of flashing medtronic logo were not confirmed when unit powered on successfully. However, customer's alleged pump error 53 and pump error 4 were confirmed when pump error 53 and pump error 4 alarms were noted during download history review. Problem was isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4(the motor arm cannot communicate with the main arm), pump error 53(software error detected), flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was partially performed. No harm requiring medical intervention was reported. No product return is required for mmt-1886.